Event description:
It was reported that a minimum fill notification occurred while attempting to reload cartridge. The customer re-loaded the cartridge to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.